Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Service history review identified the device has not been in before for repair related to the customer stated problem. Visual inspection showed the device was in good condition. Functional testing confirmed the customer's reported issue. The pump's flowrate was tested and was found to deliver out of specification. The exact cause of the issue was not determined. The expulsor and main board will both be replaced.

Event description:
It was reported that the pump, ¿gives 12-15% too much and says battery low even with new batteries installed." There was no patient involvement.